Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and not much information is provided in the clinical description.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 58-year-old male of an unknown race with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient developed a small hematoma at the at the access site. The patient was taken to the operating room for a washout and a drain was placed to manage the condition. Heparin was temporarily stopped for the procedure but was planned to be restarted later that afternoon. Support with the implanted pump was maintained. The patient was reported as stable.